Event description:
This event is reportable based on analysis completed on (B)(6) 2011. It was reported the tip of the sheath was found to be damaged while in the pt; it was reportedly torn. The sheath was removed and the procedure was completed with a replacement device. Analysis of the device revealed the tip end of the sheath was perforated by a sharp instrument.

Manufacturer narrative:
One 8.5f swartz braided introducer and one 8.5f transseptal dilator were received for eval. Visual inspection revealed the sheath tip had a hole in the soft tip material and the distal end of the dilator had a hole that tore distally to the end of the tip. The dilator was received fully inserted and snapped into the introducer. The returned items were received with the tip end of the sheath perforated by a sharp instrument consistent with a transseptal needle. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.